Manufacturer narrative:
Other, other text: h4: manufacture date is unknown, no serial number provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water level of the liquid warming instrument was found to be below the warning line during the warming, and the water filling port was sealed. No patient injury.

Manufacturer narrative:
Evaluation codes: updated. No; product was returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation was not performed. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect. If the device is returned the manufacturer will re-open the complaint for further device analysis.